Event description:
Hill-rom received a report from the account stating the bed exit alarm was not sounding at the bed. The bed was located in a patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom technical support ordered a new external buzzer for the account to replace. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006, 2008 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The account will replace the external buzzer to resolve the issue. Based on this information, no further action is required.